Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient was hospitalized on (B)(6) 2024 because blood glucose level was raised to 500 mg/dl with the presence of ketons, abdominal pain, chest pain and vomiting conditions. Therefore, the patient was treated with pump and IV insulin drip no further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.